Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance performed by getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit drive regulator calibration failed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The getinge field service engineer (fse) that encountered the issue replaced the drive regulator, muffler, compressor, o-ring buna-n to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received compressor with a reported unit failure of a drive regulator calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Failed to calibrate the pressure regulator as it does not reach the appropriate pressure. Probable root cause is wear and tear. Retained the part in the failure analysis and testing department per procedure.